Event description:
The following has been reported: biomed reported: (B)(6) set ID does not recognize secondary. No patient harm. A preliminary review identified the following issue: sensor hardware failure (set ID sensor) an active infusion was not stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.